Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow up unable to be performed due to legal status of complaint. Reason for reoperation: capsular contracture baker grade unknown and deflation.

Event description:
Patient previously reported capsular contracture baker grade unknown. Later, patient reported right side collapsed. The device remains implanted.